Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. However, a review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct hardness values were obtained.

Event description:
During a transforaminal lumbar interbody fusion (tlif) at l3-l5 a holding sleeve malfunctioned. The holding sleeve was not engaging screws properly. The problem was discovered in the operation room prior to the surgery, when the scrub nurse tried to pick up a holding screw. Threads on the holding sleeve broke off. Once it was discovered that instrument was not engaging the screws properly, the device was not used on the patient.